Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The part and lot numbers of the explanted screws are unknown. Discarded.

Event description:
A revision surgery was reported through a clinical study. The operative notes state the pre-operative diagnosis is c5-c6 fusion with instrumentation, c6-c7 disk herniation with spondylosis, with c7 radiculopathy. The patient's chief complaint is neck and arm pain, he was found to have a c7 radiculopathy. An MRI showed a c6-c7 disk herniation with spondylosis, with c7 nerve root compression. In hopes of relieving his problems, the patient requested the surgery be performed. The operative report states the maxan plate was removed without difficulty and there were no complications during the surgery.